Event description:
It was reported that the patient had put on the foley catheter last night and found that it leaked out the next day. It was stated that when the patient took it out, they noticed that the catheter had a crack in the plastic piece. Patient was in need of a new catheter as the patient only gets two a month.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had put on the foley catheter last night and found that it leaked out the next day. It was stated that when the patient took it out, they noticed that the catheter had a crack in the plastic piece. Patient was in need of a new catheter as the patient only gets two in a month.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be cracked or crushed valve caused by incorrect air pressure setting. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. The device was not returned